Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon performing coronary interventions into the left anterior descending artery (lad), a small dissection of the lad was noted. The physician, therefore, requested the patient remain on impella support for a few hours. Subsequently (number of minutes/hours following are unknown), bleeding and oozing were noted from the access site. Despite cinching perclose devices, the oozing continued, and a hematoma developed. The physician opted to wean and explant impella in the catheterization lab. The patient remained stable and tolerated removal. Hemostasis was achieved with closure devices, and the hematoma resolved with manual pressure.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.